Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called in because she wanted to have her device removed. The patient stated the device hasn't really worked in she "doesn't know how long" and it was causes problems with her glute. Patient has been going to physical therapy for her glute issue. Patient stated when she got the device she was 80 pounds overweight and not drinking any water. Patient stated since then she has gotten healthy, runs marathons and drinks a lot of water. Patient stated she still has an over active bladder but she drinks so much water and was used to it. Patient stated she has been having issues with her right glute which have caused it band problems and a knee injury. Patient stated she has been going to physical therapy and they believe the device was causing some of the glute issues. Patient stated they think the device needs to come out so the connective tissue could heal. The patient reported the device stopped working. Patient mentioned she was no longer able to use the remote to turn stimulation off so the health care provider (hcp) had to turn stim off for her. Patient said she asked hcp to remove the device then and he got upset. The patient&#62688;indicators were for urinary dysfunction/sacral nerve stim .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.